Event description:
Journal reference: de vos cc, rajan v, steenbergen w, van der aa he, buschman, hp. Effect and safety of spinal cord stimulation for treatment of chronic pain caused by diabetic neuropathy. J diabetes complications. 2009; 23(1): 40-45. Spinal cord stimulation (scs) has been shown effective as a therapy for different chronic painful conditions, but the effectiveness of this treatment for pain as a result of peripheral diabetic neuropathy is not well established. The primary objectives of this study were to evaluate the effect and safety of scs for treatment of pain and the effects on microcirculatory blood flow in the affected areas in patients with refractory peripheral diabetic neuropathy. Reportable event: one patient has had a mild infection that has been treated easily with antibiotics, without any influence on the scs treatment. See MFR report# 2182207-2009-00109.